Event description:
Complainant alleged that the clinicians were attempting to pace a patient. The clinicians set the "ppm" rate at 60 and the ma rate was set at 8, but the clinicians were unable to capture the patient's heart rhythm. The clinicians then obtained another device and successfully captured the patient's heart rhythm using the same electrodes. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the patient's intrinsic heart rhythm was unknown. The complainant reported that subsequent to the event the facility's biomedical engineering department tested the device and determined that with the "ppm" set at 70, the unit's pacer output was actually 50 to 51, and with the "ppm" set at 80, the unit's pacer output was still at 50 ti 51. Please reference previously submitted medwatch report which reports a similar event that occurred at this same facility on the same patient, but with a different serial numbered unit.